Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID evfxplus-23 (B)(6); product type: 0195-heart valves; implant date (B)(6) 2025; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, resistance was felt when advancing the capsule of the delivery catheter system (dcs) through the aortic arch due to the patient's calcification. Subsequently, a snare was used to advance the dcs and achieve aortic valve crossing. The deployment of the valve was attempted three times and recaptured three times to adjust the implant depth. It was noted that there was no mitral valve interference, paravalvular leak (pvl) or atrio-ventricular (av) block during the implant of the valve; therefore, the valve was fully deployed. Following the implant of the valve, a post-implant balloon aortic valvuloplasty (bav) was performed using an 18 millimeter (mm) non-medtronic balloon. A transesophageal echocardiogram (tee) was performed that revealed vascular damage in the ascending aorta. Following the implant procedure, there was no other were issues noted including no findings of cerebral infarction, and the patient was monitored with conservative treatment.

Event description:
It was reported that prior to the implant of a transcatheter valve, resistance was felt when advancing the capsule of the delivery catheter system (dcs) through the aortic arch due to the patient's calcification. Subsequently, a snare was used to advance the dcs and achieve aortic valve crossing. The deployment of the valve was attempted three times and recaptured three times to adjust the implant depth. It was noted that there was no mitral valve interference, paravalvular leak (pvl) or atrio-ventricular (av) block during the implant of the valve; therefore, the valve was fully deployed. Following the implant of the valve, a post-implant balloon aortic valvuloplasty (bav) was performed using an 18 millimeter (mm) non-medtronic (z-med) balloon. A transesophageal echocardiogram (tee) was performed that revealed vascular damage in the ascending aorta. Following the implant procedure, there was no other were issues noted including no findings of cerebral infarction, and the patient was monitored with conservative treatment. Additional information was received which clarified that the noted aortic arch damage was a dissection which occurred during the dcs delivery. Per the physician, the dcs caused the dissection. Medical therapy was provided as treatment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.